Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter identified in a 150ml intravia empty container after spiking the bag. The customer stated that a small piece of plastic was ¿dislodged and has been found floating in the solution.¿ the bag had been filled with a pediatric stock solution and had been accessed using a 16 or 18 gauge needle. It was not specified when in the process this was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.